Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a ureteroscopy procedure, 10cm of the hydrophilic guide wire's coating detached within the patient's ureter. A new guidewire was used to complete the procedure.